Event description:
The customer reported having high blood glucose over 600mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Instructed the caller to run the manual prime test and the insulin did exit. The time and date were incorrect. Assisted the customer with correcting them. The basal rates and bolus wizard settings were correct. After receiving the high pressure test was performed and passed. A follow up call was made and the wife stated that the customer just got out of the hospital and they were on their way out the door, but they were unsure why the customer was in the hospital. Attempted to call back and the line just rang. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.